Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved delivery accuracy testing and event log review. No errors were found recorded in the event log and review indicated that two infusions alarmed prior to cassette depletion. Three separate accuracy tests were performed and showed that the pump was within manufacturing specification of +/- 6%. The downstream occlusion sensor was tested and measured within manufacturing specification. One possible, but unconfirmed, problem source was listed as the cassette detection nub on the pump was worn. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
It was reported that during infusion (drug name not provided), the device gave an alarm with no message displayed. The reporter stated the device later gave a "no disposable- clamp tubing" alarm. The reporter stated that during these alarms when infusion was stopped, the patient complexion was pale. No adverse effects to patient were reported.